Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the plunger on her reservoir would not pull back; insulin could not get in or out of the reservoir. The patient's blood glucose at the time of incident was 164 mg/dl. No products were shipped or returned.